Event description:
User experiencing discrepant d-dimer results for five patient samples when running with decreased sample volume. The following three patient examples were provided: sample 1, initial result gave 17137 ng/ml, repeat gave 16830 ng/ml. Sample repeated twice with decreased sample volume giving 7294 and 6714 ng/ml respectively. The sample was then diluted giving 4777 ng/ml. In 2008: sample 2, initial result gave 6249 ng/ml; sample repeated three times giving 6401, 6638 and with decreased sample volume gave 16931 ng/ml respectively. Sample 3, initial result gave 6681 ng/ml; sample repeated three times giving 5757, 5811 and with decreased sample volume gave 16036 ng/ml respectively. Erroneous results were not reported. The field service representative determined the cause to be a problem with the application/software, noting inspection of the analyzer presented no problems. The technical service representative verified system and application settings were correct. Performance tests were performed.